Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected, vitros tropi es result was obtained from a single patient sample when tested on a vitros eci immunodiagnostic system. A definitive assignable cause could not be determined. Based on historical quality control results, a vitros tropi es lot 2680 performance issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below, the url. Therefore, the performance of the vitros tropi es reagent lot 2680 at, or below, the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. A within run vitros precision test to assess the performance of the analyzer was not performed prior to service. An ortho field engineer performed service actions which included cleaning the microwell incubator shuttle weight, replacement of the microwell incubator lower heater plate, inner and outer ring assemblies and outer lift pin and the reagent metering probe. Therefore, an instrument issue cannot be completely ruled out as contributing to this event. Following service actions the within-run vitros tropi es precision test was within ortho guidelines indicating the vitros eci system is performing as expected.

Event description:
A customer obtained a non-reproducible higher than expected troponin I result when processing a single patient sample using vitros troponin I es (tropi es) reagent on a vitros eci immunodiagnostic system. Patient sample 1 vitros tropi es result 0.57 ng/ml versus the expected vitros tropi es result of < 0.012 ng/ml a biased result of the direction and magnitude observed may lead to inappropriate medical action if not detected. The non-reproducible, higher than expected, vitros tropi es result was not reported from the laboratory and ortho was not made aware of any allegation of patient harm as a result of this event. (B)(4).